Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software issue. As a result, the downstream occlusion seal was replaced and a new software was installed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump screen immediately went to the software loading screen but would not connect to the software or go to any other screen. During physical inspection, it was found that the downstream occlusion seal lifted. There was no patient involvement, no patient injury was reported.